Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >66 colony forming unit (cfu) of aerobic microorganisms, and the presence of pseudomonas aeruginosa and enterobacteriacea. The sampling areas was not provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.